Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while performing preventative maintenance (pm), the ventilator does not pass operational verification procedure (ovp) for delivered fraction of inspired oxygen (fio2). The gas delivery engine was found to be the cause of the reported issue. As this was during maintenance, there is no patient involvement.